Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Event description:
On 25th july, 2022 getinge became aware of an issue with one of surgical equipment - xd single flat screen holder. It was stated the paint was chipped from the joint of screen holder. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Getinge became aware of an issue with one of surgical equipment - xs single flat screen holder. It was stated the paint was chipped from the joint of screen holder. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Based on the information collected, it was established that when the event occurred, the screen holder did not meet their specification, since the chipped paint could be considered as technical deficiency, and in this way the device contributed to the event. Provided information does not indicate if upon the event occurrence, the device was or was not being used for patient treatment. We have been able to confirm that the investigated issue has never led to serious injury or worse, to our knowledge. As per expertise also performed by the subject matter expert, it was stated that all maquet sas products comply with: ¿ iec 60601-1 ed. 2.0 & ed. 3.0 general requirements for basic safety and essential performance. ¿ iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis. ¿ paint definition pfc066. This procedure defines maquet sas¿s requirements for all painted parts. ¿ disinfection products test: the aim of these tests is to detect any incompatibility with disinfectant. The paint chip or paint damages are due to: impacts, collisions (abnormal use). The operating manual (eqt IFU 01821 en 11 on page 35) includes the instructions to pre-position the arms prior to use, in order to prevent damages. To prevent any similar incident, it is recommended to avoid the collisions between devices. Visual inspections during the cleaning allow to detect the painting defect, we recommend to perform corrective maintenance to rectify the default after its detection. Minor paint chip can be repaired with touch up paint, nevertheless the parts impacted by serious damage must be replaced. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer¿s recommendation had been followed the incident could have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any action at this time.

Event description:
Manufacturer's reference number (B)(4).